Manufacturer narrative:
Concomitant medical products: 500dm33 mechanical valve, implanted: (B)(6) 2012; 310c29 tissue valve, implanted: (B)(6) 2019; greatbatch lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a hole in their device pocket along the incision line with white purulent drainage. The implantable pulse generator (ipg) system was explanted and replaced. No further patient complications have been reported as a result of this event.